Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shorter lead length of the attempted his bundle lead resulted in insufficient lead length to place in the adjustable slitter. The delivery catheter was reportedly too long when slitting, causing the physician to pull on the catheter when slitting and dislodging the lead. The products were removed. A longer lead and new catheter were then used to complete the implant. No patient complications have been reported as a result of this event.